Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) homechoice automated pd sets with cassette were ¿inflated¿ and had a ¿small hole¿. This was observed when the caregiver removed the cassettes from the packaging before use of the devices for peritoneal dialysis therapy. After the issue was observed, the entire connection process was carried out and the machine issued an alarm to change the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device were not available; however, a photograph of the sample was provided for evaluation. A review of the returned photograph did not show evidence of the reported problem. Due to the nature of the sample, no further evaluation could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.